Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator alarmed with "battery low" and displayed "loss of external power". No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the ventilator alarmed with "battery low" and displayed "loss of external power". No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only, field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During start up the ventilator went into ambient mode and alarmed with tfs. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was that the device was not connected to ac power and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. Therefore, the issue is considered as a reportable event.

Event description:
The following was reported to hamilton medical ag: the ventilator alarmed with "battery low" and displayed "loss of external power". No patient harm or consequences.